Manufacturer narrative:
The reported complaint of "the autopulse platform system (sn (B)(4) will not power on" was confirmed during functional testing but not during review of the archive data. The root cause for the reported complaint was determined to be due the damaged internal components caused by unknown fluid ingress, as a result of user mishandling. The entire top cover, including all the components, was replaced to remedy the issue. In addition, the platform was bio-cleaned to address the fluid ingress. Visual inspection of the returned platform revealed damaged front enclosure. The observed physical damage was unrelated to the reported complain and appear to have been caused by normal wear and tear and/or user mishandling. The autopulse platform was manufactured in march 2015 and is almost 5 years old. In addition, missing pixels on the lcd display was observed during visual inspection. The lcd pixels issue is likely caused by massive fluid and/or blood ingresses found inside the autopulse platform which formed corrosion on the top cover. The lcd was replaced to address the lcd issue. A review of the autopulse platform archive was performed, and no significant discrepancies were observed on the customer's reported event date. During functional testing, the autopulse failed to power on; thus, confirming the reported complaint. Unrelated to the reported complaint, the driveshaft was stuck and not rotating due to fluid contamination/corrosion. In addition, during testing, the autopulse platform failed the functional testing using large resuscitation test fixture (lrtf) due to user advisory (ua)17 (max motor on time exceeded during active operation). The root cause for the observed ua17 was due to faulty power distribution board and defective drivetrain motor. The defective parts were replaced to remedy the observed error message. Following service, including replacement of all the damaged/ defective parts as well as bio-cleaning of the platform, the autopulse passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Manufacturer narrative:
Zoll has not received the autopulse platform system (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
It was reported that during shift check, the autopulse platform system (sn 23769) will not power on. No patient involvement.